Manufacturer narrative:
H.6. Investigation: manufacture records were reviewed. No abnormality was found. Retention samples were checked on printing area and confirm there are lot no. Production date and expiration date, no failure found. The detail information cannot be tracked back by checking the manufacture records, only shift was identified but not specified operator for carton 421#, so a comprehensive evaluation and investigation cannot be conducted. Photos received and the photos shows the box has no lot#, mfg date and exp date information print. Suspect that operator exchange a new box and miss re-coding operation.

Event description:
It was reported that 980 pen needle 32gx4mm 5b tw 98ct china had missing label information before use. The following was reported by the initial reporter: "there was no production date and expiration date on the package,the batch number also didn't print on the package."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 980 pen needle 32gx4mm 5b tw 98ct china had missing label information before use. The following was reported by the initial reporter: "there was no production date and expiration date on the package,the batch number also didn't print on the package".